Event description:
The advocate stated, the customer tested his blood glucose and received readings between 170-180 mg/dl using his contour meter and a reading of 400 mg/dl from his contour usb meter. On another occasion, the contour meter read 30 mg/dl, while the usb meter read 103 mg/dl. The difference between both sets of readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged as a result of the readings. During the call, the advocate performed control tests and received results of 239 and 202 mg/dl. The normal control range was 104-143 mg/dl. The advocate used the last of the test strips while troubleshooting, so no product will be returned. Replacement meters were sent to the customer.